Event description:
The patient reported she has severe nerve pain and was going to do an MRI. The patient stated the pain started 16 years ago when they had an accident and it tore her sacral iliac apart. The pain was starting like that again and had progressively gotten worse since (B)(6) 2015. On (B)(6) 15 it was further reported that after the patient¿s last refill they decreased her 2% and now the patient was eating excedrin like candy for their lower back pain and that is what the pump was implanted for and the patient¿s pain was worse after the decrease. The patient had never been more than ¿180mcg/day¿. The patient felt like the hcp didn¿t listen to them and the hcp thought the patient may have been getting too much medication and had been decreasing her since. The patient stated the pump was for the lower back, but also had nerve pain that she has taken gabapentin for in the past. The MRI she needs currently is for the left sacrum and left si joint to check on this pain. The pump was used to deliver fentanyl. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
.

Event description:
Additional information later received reported that as of the date of the report the patient indicated that they did not have concerns with their device but also indicated they were still having concerns and was working with their healthcare providers with appointments scheduled.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11427r25, implanted: (B)(6) 2003, product type: catheter. (B)(4).